Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2013; 1888tc competitor implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that within one day post implant, the right ventricular lead threshold rose and was high; the pacing impedance also rose and was high. Repositioning was attempted; however, the lead was "stuck" and could not be advanced. The lead was explanted and damage on the insulation was noted so the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. There was blood on the distal end of the electrode.